Event description:
The facility representative contacted baxter (B)(4) to report an intermate in which the reservoir ruptured. The event occurred during filling. The facility representative reported one unit to baxter. Two units were received as samples to baxter for evaluation. This complaint is for the second unit that was received by baxter for evaluation. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no nonconformances associated with this report. The reported condition was confirmed. The assignable cause could not be determined at this time. The root cause will continue to be investigation through CAPA (corrective and preventive action) investigation (B)(4).